Manufacturer narrative:
Visual inspection confirmed the customer-reported issue of a damaged latching mechanism. Functional testing did not identify any malfunctions or abnormalities beyond the damaged connector. It cannot be conclusively determined what caused this damage, but it was most likely caused by excessive force being applied while trying to connect the power adaptor to a corresponding freedom driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5195 follow-up report 1.

Manufacturer narrative:
The freedom power adaptor will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom power adaptor was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom power adaptor had a broken connector.